Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and evaluated. The reported issue was confirmed. In addition, the following non-reportable issues were identified during device evaluation: dust found inside unit; wires found rusty / corroded; receptacle found broken; spacer found damaged; minor scratches found on top cover, front panel and rear panel; minor corrosion on chassis; and minor deformation found on patient board cover. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, it is likely that the images were not displayed on the monitor screen from sdi port due to the failure of dx board. However, the cause of the failure was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the customer reported there was no procedural delay.

Event description:
The customer reported there was no procedural delay.

Manufacturer narrative:
A field service engineer (fse) visited the customer and found that the sdi ports 1 and 2 were not working. Upon customer request, fse removed the existing sdi connection and connected the dvi cable between the video system center and the monitor. This was a temporary solution, but the sdi ports still needed repair. The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center no image due to the sdi port not working. The therapeutic endoscopic retrograde cholangiopancreatography procedure was completed with a secondary device. The issue was found during preparation for use. There were no reports of patient harm.